Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h6: no device associated with this report was received for examination. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot - the device lot number is not valid, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent tha with pinnacle and c-stem amt in question on an unknown date. Primary surgery was completed successfully without any surgical delay. The patient experienced loosening of artificial hip joint and gluteal hip dislocation, and penetration of the acetabular side of the product into the inner plate. The second surgery was performed on (B)(6) 2024. During removal, the cup, screw, and liner were removed as a single unit, and the tip of the screw broke off and remained inside the body. However, the surgeon decided that it would be difficult to remove, so he left the broken tip in place. ((B)(4) was newly created to capture the event f broken screw tip) the head was replaced with a deltats36+12, and the surgery was completed. The surgeon commented that the cup placement angle during the primary surgery was poor.